Event description:
It was reported that the systems steering handle was jammed which caused it to be difficult to steer. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation the steering and break were adjusted during the service call. The system was tested and found to be working as intended and put back into service.